Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 1627487-2020-49159 and 3006705815-2020-33385. It was found that the patient has an abscess at the distal end of one of the surgical leads. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient's scs system was explanted on (B)(6) 2020.